Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that post implantation the patient experienced pain, dyspareunia and recurrent urinary incontinence.(B)(4).

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient on (B)(6) 2012 underwent a cholecystectomy secondary to calculus of bile duct with cholecystitis. Pathology results revealed malignant neoplasm of intrahepatic bile ducts. On (B)(6) 2012, patient with metastatic invasive lobular carcinoma of the breast.